Manufacturer narrative:
A visual inspection of the ventilator revealed that the power flex component pin 4 of jp4 was burned. The power flex circuit was replaced to correct the problem that was found during service.

Event description:
The customer returned the ventilator to the manufacturer for a scheduled preventative maintenance with no other issues reported. During service of the ventilator at carefusion, a visual inspection revealed that the power flex circuit was burned.